Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Upon interrogation, an internal software error occurred requiring a reboot of the device. The device was reprogrammed to resolve the issue and there were no adverse consequences for the patient.